Event description:
Patient representative later reported left "fear of alcl, emotional distress, anxiety", "capsular contracture" baker grade unknown, "breast swelling, pain heat sensations", "rash or itching", and "loss of quality of life, depression". Also reported "significant weight loss or gain" and "chronic gastrointestinal upset or reflex" are non device related.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional/changed and/or corrected data : b.5., d.7., h.6. Device visual analysis: visual analysis of the photographs identified. Red particle material on the shell. Opening (on posterior side). Red and white tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.

Event description:
Healthcare professional reported a left side rupture and seroma. Device remains implanted.